Event description:
It was reported that an eagle eye platinum (eep) catheter was used in a diagnostic peripheral procedure. During use, the guidewire successfully passed through the lesion; however, it was difficult to advance through the iliac artery, thus withdrawn from the body. Upon removal, the tip was deformed and the inner wire was exposed. A new eep was used to complete the procedure with no patient injury reported. During the product return evaluation, a sharp edge was present from the exposed inner (core) wire. This product problem is being submitted due to a sharp edge observed. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2, a3b-a5: not available from facility. Block b6: not available from facility. Block c: not applicable. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is japan. Block h3: the eagle eye catheter was returned for evaluation. Visual inspection found scratches on the distal fillet, and insufficient adhesive was noted on the proximal fillet. Additionally, a long zipper tear was observed at the guide wire exit port, exposing the distal portion of the core wire, resulting in a sharp edge. No functional testing was performed. Block h6: the probable cause of the damage observed is due to use handling. Device manipulation, impact and applied pressure associated with use and handling can further affect the integrity of the device. Additionally, the device history record (DHR) was reviewed and all released units were manufactured to specification, with no ncrs or deviations contributing to the reported complaint. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.